Manufacturer narrative:
The product associated with this complaint was not returned. The lot number was not provided; therefore, a device history record review could not be completed. Alleged event was confirmed based on the nature of the recall and corrective action. The event is addressed through scar (B)(4). This complaint was included in recall 2023141-10-04-2017-002-r, as it was addressed specifically as part of hhe (B)(4). This document states the following: ¿due to a lack of complaints from other ll lots, all complaints which don¿t list a lot number are assumed to originate from ll lots 63542171 and 63651233.¿ no further corrective actions are required at this time.

Manufacturer narrative:
(B)(4). Product not returned to manufacturer.

Event description:
The dentist reported that he experienced difficulty in engaging/disengaging the latch driver during a recent surgery. Dentist was able to complete the surgery.